Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an elective replacement indicator (eri). There have been no reported patient symptoms associated with this clinical observation.